Event description:
Optician reported pt with acanthamoeba occurring in 3/97. The pt was treated with a combination of chlorhexidine and broline. Acanthamoeba was cultured from the lens case. The pt lives on a farm and uses a cistern for water and may have used tap water to clean lens case. The pt is not wearing contact lens at this time. No add'l info is available to enable further investigation at this time.

Manufacturer narrative:
Optician reported the pt was back to be refit with contact lenses after hosp treatment. He has not seen any records and only knows of the diagnosis from the pt. The pt is now wearing 1-day acuvue and had no loss of visual acuity in his post recovery condition. The optician stated no corneal scarring was present and he is skeptical of the reported diagnosis in regard to his present condition.